Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "turn off" was not reproduced. The unit was turned "on", and it was able to still "on" when it was tested on battery mode and also, when was connected to the ac power source. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the emergency room. There was no patient involvement. No additional information is available.